Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon stated that the patient was non compliant about 2 weeks after surgery, dislocated and was relocated in the ER (emergency room) by another physician. Patient then dislocated about 2 weeks later and was put in again but surgeon chose to explore the hip to see if there was an issue. The surgeon found that the neck of the stem was hitting the lip of the poly and pushing the head out so surgeon elected to take out poly and put a new liner with the lip anterior-superior and went up on the ball length and the hip was very stable. (B)(6) 2017. (B)(6) 2017. Right hip.